Event description:
On an unknown date, the patient was implanted with an ams sphincter 800 urinary prosthesis. The device was removed on (B)(6) 2012 due to recurring incontinence. A new ams sphincter 800 urinary prosthesis was implanted on the same day as the removal. Additional information was requested, but was not provided.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.